Event description:
Health care professional reported that the valve was abandoned during implant when the pt experienced a high gradient due to possible aortic root distortion. The valve was returned for analysis.